Event description:
It was reported that the insulin pump had a sticking act button. The customer also reported that the battery indicator would flow back and forth to full power. The blood glucose reading was 135 mg/dl. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. No sticking button noted. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. The battery icon shows a full bar. The insulin pump has cracked case at display window corner, minor scratched lcd window and cracked battery tube threads.